Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. There was no log file submitted for review. System controller, serial (B)(6), was not returned for analysis. The provided information indicated that the patient exchanged his controller ad backup battery sr186108 on 05dec19 for a backup battery alarm. There were no issues with the controller exchange and a review of the patient¿s history showed reports of backup battery faults. The backup battery alarm resolved with the exchange. There were no pictures or additional documents provided. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous controller exchange and backup battery replacement is addressed under MFR # 2916596-2021-01427. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient exchanged their controller due to backup battery fault alarms on (B)(6) 2019. The backup battery ((B)(4)) in the old controller was replaced in the clinic. The patient had no issues with controller exchange and event history review confirmed patients report of backup battery fault alarms. No log files were available.